Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for spinal pain. A couple months ago, an hcp convinced patient to implant a device again but the device would be implanted in patient's back, not in neck. Patient stated the trial worked and was in patient back, prior to the current permanent implant. Ins doesn't work. Patient stated that a manufacturer representative did not advice hcp where or how to implant the device. Hcp told patient she wasn't awake enough for correct placement of the device. When patient woke up, the device was implanted in patient's neck. Patient was told to give the device a chance, but the device is not working. Patient wanted the manufacturer to have the doctor remove the device. It was reviewed that patient would need to discuss removal/placement with hcp. No specific symptoms were reported and no further complications were reported/anticipated.